Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("tired/exhausted"), back pain ("lower back feels like labor pains") and nephrolithiasis ("kidney stones"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, fatigue, back pain and nephrolithiasis outcome was unknown. The reporter considered back pain, fatigue, medical device removal and nephrolithiasis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: fatigue, medical device removal, back pain, nephrolithiasis. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back feels like labor pains') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("tired/exhausted") and nephrolithiasis ("kidney stones"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the back pain, fatigue and nephrolithiasis outcome was unknown. The reporter considered back pain, fatigue and nephrolithiasis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : fatigue, medical device removal, back pain, nephrolithiasis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality-safety evaluation of ptc. Processed with fu no.03. Event medical device removal deleted and surgery added to back pain. On 29-may-2020: social media received. Processed with fu no.02. No new significant information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.